Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an inaccuracy while using the drill to place the 4th screw. The first three screws were placed accurately, but the surgeon noted inaccuracy from the start of the 4th screw placement. A suspected skive issue was identified at the site. The procedure was initially using a guidance system, but due to the inaccuracy, the use of the robot was aborted, and the navigation system was used for the remainder of the case. Two medtronic imaging spins were conducted, one pre-operatively and another for the navigation system, to verify the inaccuracy, with the pilot hole visible on the second spin. No patient complications have been reported as a result of this event and surgical delay was less than one-hour. Additional information received from a manufacturer representative reported that the deviation was around 3.5mm off. Additional information received from a manufacturer representative reported that the site started with l4, then l3 screws on the left side. Next, l4 right was place, then at l3 right the surgeon noticed movement from the patient. Using x-ray, the site found the drill was low in the pedicle.